Manufacturer narrative:
Concomitant medical products: product ID: 407645, serial# (B)(4), implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both the right atrial (ra) lead and the right ventricular (rv) lead dislodged. The ra lead and the rv lead were repositioned and remains in use. No patient complications have been reported as a result of this event.